Manufacturer narrative:
(B)(4). A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device, verified the reported event and determined that the root cause of the device¿s failure was worn internal batteries. The carefusion field service representative determined that the batteries were the original batteries installed in march of 2009. Carefusion recommends that the batteries be replaced every 2 years. The carefusion field service representative replaced the internal batteries, performed a preventative maintenance (pm) service and ran the device through a complete checkout per the service manual to ensure that it meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
The user facility biomed reported that while in use on a patient the device alarmed "vent inop" and the device's screen went blank. The patient was removed from the device and placed on another device with no harm to the patient. The user facility provided the following additional information regarding the event; patient was being transported on the vela ventilator from our emergency department located on the first floor up to the intensive care unit on the second floor. Approximately 10 minutes later as they were arriving to the patient's room the ventilator when into a high pitched audio alarm and a red visual alarm on the ventilator screen. Seconds later the visual alarm displayed vent inop. Patient was immediately taken off the ventilator and hand ventilated with an ambu bag.